Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp assembly would not latch onto the roller pump. The user was running two sets of tubing through the sucker pump. The lower clamp on the one side would not latch on the tubing, intermittently causing pump jams. The user aligned the tubing and was able to proceed with the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.